Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. High right ventricular (rv) lead impedance showed a rise to 1904 ohms on (B)(6) 2013. There were fifty non-sustained tachycardia episodes of less than 220 ms ventricular to ventricular cycle were recorded on (B)(6) 2013. The right ventricular (rv) lead pacing lead recorded an alert on (B)(6) 2013 and the superior vena cava (svc) recorded an alert on that same date of (B)(6) 2013. Concomitant medical product: 7230cx.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, increased short interval counts (sic) and oversensing due to a possible fracture. The lead was reprogrammed and subsequently capped and replaced. It is also mentioned that the implantable cardioverter defibrillator (ICD) was replaced at the time of lead revision since it was close to elective replacement indicator (eri) but there was no complaint or allegation made against the ICD. No patient complications were reported as a result of this event.